Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the lcsc5, used with h2tuv, was broken (no further details). Another instrument was used to complete the case. There was no consequence to the pt.